Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with a blood glucose reading of 971 mg/dl. The customer was vomiting prior to the event, due to the high blood glucose levels. The customer stated that the screen was scratched and the down arrow button was not functioning. The customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.